Manufacturer narrative:
The remaining suture from the procedure was not saved for eval by the MFR. No lot number was identified; therefore, a device history evaluation cannot be performed. If additional info becomes available or a lot number has been identified, a follow up report will be provided with the investigation results.

Event description:
It was reported to teleflex medical that during a procedure using a capio suture, the taper cut (bullet) needle on the end of the suture came off while being deployed. When the capio suture did not go through the tissue, it was discovered that it came off and was left behind with the pt behind her pubic bone. Surgeon was not concerned since he felt it would not cause the pt harm. He was going to notify the pt in the post-op. The pt was also x-rayed and it was confirmed that the taper cut needle was still with the pt. Surgeon left the piece inside the pt and felt that component would not cause any harm to the pt. No additional surgery time required. Pt is fine condition.